Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device may have delivered an inappropriate therapy for a supra ventricular tachycardia (svt) with ra pid ventricular response. It was further reported that there was t-wave oversensing noted post-shock on the right ventricular (rv) lead. The lead and the ICD remain in use. No further patient complications have been reported as a result of this event.